Event description:
A 17-yr-old spastic cerebral palsy pt found supine in cardio-pulmonary arrest while on support therapy bed. Unable to determine precipitating cause of arrest or whether device contributed to the event.